Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of 38 mg/dl starting (B)(6) 2023. Low bg causes were not known. The customer used baqsimi to address low bgs. The customer also reported that fill tubing is taking much longer to fill. Reportedly, the pump was replaced to resolve the issues, and the customer continued to use the pump for insulin therapy.